Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the physician encountered difficulty removing the setscrew from the pacemaker during this lead removal. Despite using multiple wrenches, the setscrew and lead could not be removed. A medical adhesive was applied to facilitate lead removal, and the device was subsequently replaced. The status of the lead remains unknown. No additional adverse patient effects were reported. Due to the limited information received, further follow up to obtain related details was not possible.